Manufacturer narrative:
The reported event of failure to disconnect was confirmed. The device was above elective replacement indicator (eri) upon receipt. Analysis revealed, the right atrial (ra) set screw was stripped and contained septum material inside the hex cavity. This material in the hex cavity prevented full insertion of the torque driver and was the cause of the reported event. The ra set screw anomaly was consistent with having occurred during the procedure. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During a routine device replacement, the right atrial (ra) set screw was not able to be disconnected from the header of the device. The device was not implanted and a new device was successfully implanted to resolve this event. The patient was stable.